Manufacturer narrative:
The sensor kit expiration date is 30 jun 2020. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A skin reaction was reported with the adc freestyle libre sensor. A customer reported experiencing redness and itching at the sensor site and had contact with a healthcare provider who prescribed dexamethasone 0.5 mg gel as treatment. There was no report of death or permanent injury associated with this event.